Event description:
Olympus was informed that prior to an unspecified procedure the surgeon inspected the tip of the thunderbeat and the tip was loose and fell off. The device was exchanged for another thunderbeat device and the procedure was completed. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the users reported phenomenon of a damaged probe. The device was attached to olympus test equipment. A probe check was performed on the device and the probe check failed. An error code u509 was observed. Both of the switches were checked and both failed testing. A visual inspection noted that the teflon pad was found to have normal wear. The proximal end of the device was inspected under microscope and the probe was found fractured, and the missing portion was not returned.